Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's ipg will not communicate with the charger. Troubleshooting with a replacement charger did not resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of intermittent charging was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The patient charging system was not returned with the device. Charge cycling of the device between a distance of 0.25 and 1 inch noted the device exhibited normal device characteristics. No charge failures were logged during analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.